Manufacturer narrative:
It was previously reported in error that the brakes could not be fully engaged due to the damaged fifth wheel cam bracket assembly. Upon completion of the manufacturer's investigation, it was determined that the steer function only could not be engaged due to the damaged fifth wheel cam bracket assembly. The brakes were not impacted. This issue is not likely to result in serious injury or death as steer is a customer preference and the unit would still be mobile without the use of the steer function.

Event description:
It was reported via repair work order that the brakes could not remain engaged in steer mode due to broken 5th wheel cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not remain engaged due to broken 5th wheel cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.